Event description:
It was stated that the customer experienced low blood glucose of 20mg/dl and the paramedics were called. It was stated that the customer had a hypoglycemic episode, convulsions, and was unresponsive. Troubleshooting was performed, and the programming was incorrect. The caller stated that the date was off by one day, but he already had corrected. The grandfather stated he feels the customer over bolused for meals/snacks the night before. The reservoir was showing the same amount of insulin as shown on the status screen. The caller stated that the customer got no delivery after changing the infusion set. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.